Event description:
It was reported that the right atrial lead was programmed to only sense with no pacing years ago due to low impedance, high capture threshold, and noise. During the implantable cardiac defibrillator change, the lead was capped on (B)(6) 2017. The lead was not replaced and single chamber device was used. The patient was in stable condition before, during, and after the procedure.